Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings on an adc freestyle libre sensor compared to readings received on the hcp meter. On (B)(6) 2018, customer received a reading of 45 mg/dl at 03:34 a.m., lo (reading less than 40 mg/dl) at 04:03 a.m. Although asymptomatic, customer self-treated with sugar and called the firefighters who asked him to "resweeten". Customer experienced sweating and was "anxious" and a reading of 480 mg/dl was obtained on the firefighters meter at 5:13 a.m. Compared to sensor reading of 46 mg/dl at 5:24 a.m. Customer was transported to the hospital where a lab reading of 500 mg/dl was obtained at 7:30 a.m. Customer was diagnosed with severe high blood sugar and treated with unspecified dose of insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving low readings on an adc freestyle libre sensor compared to readings received on the hcp meter. On (B)(6)-2018, customer received a reading of 45 mg/dl at 03:34 a.m., lo (reading less than 40 mg/dl) at 04:03 a.m. Although asymptomatic, customer self-treated with sugar and called the firefighters who asked him to "resweeten". Customer experienced sweating and was "anxious" and a reading of 480 mg/dl was obtained on the firefighters meter at 5:13 a.m. Compared to sensor reading of 46 mg/dl at 5:24 a.m. Customer was transported to the hospital where a lab reading of 500 mg/dl was obtained at 7:30 a.m. Customer was diagnosed with severe high blood sugar and treated with unspecified dose of insulin. There was no report of death or permanent impairment associated with this event.